Event description:
It was reported that the child¿s blood glucose level was 56 mg/dl for an unknown period of wearing the pod. The reporter stated the child has had severe lows resulting in seizures. The child was initially overriding the pump's bolus calculator but is now doing manual boluses. The mom reports not understanding what a manual bolus is and how the child is doing it, as this can result in hypoglycemia again. The child was sleeping at a friend¿s house when they felt the bed shaking and saw the child was having a seizure. On (B)(6) 2025, they called 911, and the paramedics arrived. The child was not taken to the hospital emergency room since the blood sugars came up. It was reported that the child is over bolusing when the levels are high. There was no diagnosis for the event, but the father believes it is likely low blood sugar. The child was alert when the paramedics arrived, and the child drank a lot of gatorade and did not require any further treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.